Event description:
It was reported that the patient underwent an initial four level posterior fixation procedure from t11 to l3. Subsequently, the patient underwent a procedure to remove the hardware due to completion of bone fusion approximately 15 months later. During the removal procedure, it was identified that the pedicle screw shank at l3 had fractured and the distal end was unable to be removed from the vertebral body. The fracture screw was retained by the patient. No further patient impact was reported.

Manufacturer narrative:
The reported event was confirmed by review of the device image and post-op radiograph provided. No device was returned to nuvasive for evaluation; further, operative notes and/or radiograph images from the initial procedure were not provided for review of usage/technique. It is unknown at what point the fracture occurred (i.e. After the initial implantation or during the explantation procedure). A review of the device history record was performed and no discrepancies were found. A definitive root cause was unable to be determined with the information provided. There are warnings in the device labeling that this type of event can occur. Labeling review: potential adverse events and complications: potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s). Warnings, cautions and precautions: these devices can break when subjected to the increased load associated with delayed union or nonunion. Internal fixation appliances are load-sharing devices that hold bony structures in alignment until healing occurs. If healing is delayed, or does not occur, the implant may eventually loosen, bend, or break. Loads on the device produced by load bearing and by the patient¿s activity level will dictate the longevity of the implant. Patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.